Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was in the tubing. The infusion set was in use for one day. The issue led to an increase in blood glucose level and treated with insulin pen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.